Manufacturer narrative:
Evaluation results: inherent risk of procedure (tvr). Evaluation conclusions: known inherent risk of procedure (tvr). (B)(4).

Event description:
It was reported that a dissection occurred in a patient and the dissection was successfully treated with a complete self expanding (se) peripheral stent. Approximately 5 months post index procedure, recurrent claudication of the right leg occurred which required a target vessel revascularization of the right sfa and this was carried out using a non-medtronic balloon and stent. It is reported that the patient recovered. Complete se sfa is under investigation pursuant to an ide. The device is currently approved in the u.s. With an iliac and biliary indication.